Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat # 5551-g-299; lot # wnlj. Triathlon ps fem component, cemented; cat # 5515-f-302; lot # bvd3abyo7r. Tri ts baseplate size 3; cat # 5521-b-300; lot # b4g3ha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to infection. The implants were removed and an antibiotic spacer was placed. The sales rep reported that no further information would be released by the hospital or surgeon and the hospital retained the explants.